Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported complaint was confirmed. Based on the investigation details, the likely cause was problems with the non-MFR parts and tampering, which were found throughout the device.

Event description:
It was reported that the handpiece runs in reverse when in the forward position. There was no user/pt injury or any adverse consequences reported as a result of this event. This event is being remediated for running in the wrong mode.